Event description:
Customer reported a past low blood glucose event, with the lowest level recorded at 2.7 mmol/l. The cause was unknown. To address the low blood glucose, customer consumed carbohydrates.